Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 29 and cartridge alarm 30) with multiple cartridges during the load process. No impact to the customer's blood glucose. Customer changed the cartridge and insulin was resumed successfully.